Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor found the needle separated from the sensor. Unable to confirm if the customer received the sensor separated from the needle when the customer opened the package.

Event description:
The customer reported via phone call that there was a needle anomaly with the sensor. Customer stated the needle fell out when the sensor was removed from the packaging. The customer's blood glucose was unknown. Customer agreed to return the sensor for analysis.